Event description:
Hello, I have done lasik surgery (advanced custom wavefront lasik) on (B)(6) at lasik md (B)(6) under dr. (B)(6) location. I had -2.75 prescriptions before the surgery. I went to lasik md for evaluation and they said I am a candidate for surgery. I meet and the dr. (B)(6) before the surgery and asked him about the risk listed in the booklet and ask him if he see any issue with my eye. He did not express me any concern. He said accident can happen as our life is always at risk in our everyday life such as a car can hit us any time. My pupil size was 7.9 which I did not know before the surgery. The surgeon did not tell me about the pupil size. After the surgery I am experiencing multiple bad side effects. I see large halos, starburst, and glare. My eye is over-corrected as a result I have no +0.50 (right eye) +0.75 (left eye). My eye is now dry eye and light sensitive. I did follow up with doctor they asked me to wait 3 months. I don't see any improvement. In fact, the halos, starburst, and glare are getting worse. This surgery impacted my life big time. I am having a hard time to work on the computer, and drive and night. These two factors put me at risk of doing my job for living. I was a happy man and now I am depressed and experiencing other issue such as unable to sleep at night because of my anxiety. I am wondering why the (B)(6) or the authorities allowing this lasik industry put people's lives at risk. Lasik center and surgeon are getting rich experimenting on people. Why is this happening? Why can't this be prevented? If this site is not the correct site for (B)(6), then please let me know the correct authority for (B)(6).